Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the issue in image was by water invasion due to a pinhole on tube. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions: caution ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system inspection of the endoscopic image 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed; there were many stripes in the image due to a defective charged coupled device (ccd) unit. The additional evaluation findings were as follows: due to a pinhole on the channel tube, water tightness was lost, due to a dent on the bending tube, bending angle in the up direction did not meet standard value, due to damage on the ccd unit, the specified resolving power was not obtained, due to corrosion on the switch box, switch #1 and #2 did not work, the image guide protector had discoloration, the angles could not be set and the switches were worn. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope¿s insertion tube was scratched; the instrument channel tube had leakage; the light guide tube was cracked; the angles could not be set; there was a serious watermark in the image; and the switches and the protector were worn. There was no procedural delay, and the patient was not under anesthesia. There was no patient harm or user injury reported due to the event. This report is being submitted to capture the reportable malfunction (watermark in the image) .